Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Additionally, the coolsculpting user manual also includes the following under common adverse events, one to two weeks after a treatment: redness, bruising, and swelling.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the upper abdomen and lower abdomen using a cooladvantage applicator. The patient experienced swelling in the treated areas for several months post treatment. In (B)(6) 2021, the treated areas became firm and developed extensive growth. On (B)(6) 2021 and (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the upper abdomen and lower abdomen.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the upper abdomen and lower abdomen using a cooladvantage applicator. The patient experienced swelling in the treated areas for several months post treatment. In (B)(6) 2021, the treated areas became firm and developed extensive growth. On (B)(6) 2021 and (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the upper abdomen and lower abdomen.

Manufacturer narrative:
Corrected data d1 - brand name.